Event description:
It was reported that prior to and while using bd vacutainer® sst¿, air bubbles were seen in the gel of six tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Upon review and analysis of the customer photo, one sample showed gel air bubbles prior to use, while another sample exhibited gel air bubbles after use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855.

Event description:
It was reported that prior to and while using bd vacutainer® sst¿, air bubbles were seen in the gel of six tubes. No adverse impact was reported regarding the patient or user.